Manufacturer narrative:
Investigation summary : upon investigation of the actual device used in this incident, it was determined that the system had issues where network usage spiked dramatically, affecting performance. The field service engineer found the issues on all medstations were caused by a network port security issue. When the ethernet cable was connected, cpu utilization spiked to 85-100%, leading to application crashes and lag. The field service engineers did for the medstation the bio ID was disconnected due to high system interrupts utilization (90%). The hidden driver was deleted in task manager and the station was rebooted to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that multiple bd pyxis¿ medstation¿ es devices experienced significant network usage spikes, which adversely impacted station performance and led to application failures. The customer was not able to verify each specific device that was affected but indicated, "all of our medstations except for the anesthesia stations 1-5," experienced the same issue. The customer noted a delay in dispensing of medication. Pharmacy personnel were present on site to dispense the medication manually. There were no adverse events or injuries reported based on this incident.